Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer is in her mid-50's (years). Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the performa nano system within 10 minutes: 226 mg/dl, 65 mg/dl, 87 mg/dl, 257 mg/dl, and 368 mg/dl. Low blood glucose symptoms were reported with these results. The customer self-treated with food. No adverse event related to the device was reported. Requested return of suspect device, however, the customer did not return the test strips